Event description:
It was reported the patient underwent replacement surgery for depleted ipg. The patient reported weak and intermittent stimulation upon post-op. Upon disconnecting ipg, fluid and tissues were noted on the connector pins and inside the ipg connector block. The lead system was tested with alligator clips and the patient reported strong and continuous stimulation. After wiping the pins clean, drying the ipg block and reconnecting to the same ipg, the patient reported weak intermittent stimulation again, so the decision was made to change the ipg. A new ipg was connected and upon testing, the patient reported weak and intermittent stimulation. The decision was made to replace the old lead and extension system to attach to the new ipg. Strong and continuous stimulation was reported by the patient post operatively upon programming. The patient recovered without sequela.